Event description:
It was reported that implant only worked for 6-8 months. It was stated that the healthcare provider (hcp) worked with the implant until mid to late 2010, when the patient turned off the implant. Additional information received reported that the implantable neurostimulator (ins) was explanted on (B)(6) 2013 and everything except a ¿about a quarter inch¿ that the healthcare provider (hcp) could not remove and stated that a neurosurgeon would have to do that.

Manufacturer narrative:
Product ID: 3093-33, lot# v184885, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3093-33, lot# v184885, product type: lead. (B)(4).